Event description:
It was reported that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per facility policy.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)): the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. A review of the charging log showed a low charge current (indicative of sub-optimal charging), resulting in a low battery voltage, which is a known factor that may contribute to charging difficulty. However, a labeling review found that the user is instructed to make sure the charger is centered over the stimulator. Therefore, this investigation is assigned a probable cause of failure to follow instructions. The user likely did not have proper alignment of the charger and stimulator during charging.

Event description:
It was reported that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per facility policy.